Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed ca 19-9 result is unknown. Based on the instrument data there is no indication of a reagent malfunction. The account observed no other instances of discrepant patient results. Based on the information provided, the event was an isolated incident. The likely cause of the falsely depressed result is sample integrity. The IFU for the dimension vista vanc flex reagent cartridge contains the following information: "complete clot formation should take place before centrifugation. Serum or plasma should be physically separated from cells as soon as possible with a maximum limit of two hours from the time of collection. Specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer noted a falsely depressed vancomycin (vanc) result on an individual patient sample on the dimension vista instrument. The result was reported to the physician who questioned the result. The sample was repeated on an alternate vista instrument and a higher result was obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed vanc result. There was no report of adverse health consequences as a result of the falsely depressed vanc result.